Event description:
It was reported that colon videoscope had e238. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Customer address- (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, during the device evaluation, an e315 scope error occurred. Based on the results of the investigation, it is likely the following led to the malfunction caused due to component failure. However, for error e238, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.